Manufacturer narrative:
H4: the companion sample lot# manufacture date (B)(6) 2023 h10: the actual device was not available; however, a companion sample with lot number r23d26093 was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The set underwent functional testing including pressure and clear passage testing and the set performed according to product specifications. Priming was executed with a sterile bag of water and flow was observed without issue. The set was then connected to a spectrum iq pump and left running for 125 ml for three (3) hours and was successfully performed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of lot r23d26093. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
G1: device manufacturer address 1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system continu-flo solution set would not flow. Upon initiation of an unspecified infusion the spectrum pump alarmed ¿occlusion¿. Upon further inspection, the nurse noticed that ¿the clave that came in the central line access kit and was applied to the line was defective¿. The luer-lock piece ¿at top of clave was jammed/stuck down into the clave which was preventing brisk flushing and blood return¿. The set was replaced, the port line flushed, and ¿drew well¿ without further issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.